Manufacturer narrative:
Section d9 updated due to part return section h6 updated due to part return and evaluation: device codes additional device codes added evaluation code method updated component code updated h3 device evaluation summary: updated to to part return and evaluation with a reportable finding not related to report allegation. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator shut down on a patient. Although it was reported that the ventilator "shut down", upon a review of the ventilator logs, it has been determined that there were circuit disconnects with no malfunction leading to a loss of ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not duplicate the reported shut down. Sp replaced the breath delivery (bd) power controller printed circuit board assembly (pcba) and bd power distribution pcba as a precaution. The unit passed all calibrations and tests as per manufacturer¿s specifications at the time of service. The bd power distribution pcba was returned to medtronic for further analysis. The pcba was visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power controller pcba was returned to medtronic was further analysis. Analysis identified a faulty component which would lead to no alarm during a complete loss of power to the ventilator. The reported ¿shut down¿ could not be confirmed, however, there is evidence of a ¿circuit disconnect¿. The cause of the circuit disconnect, which is not a malfunction of the device, could not be established. During analysis, an unrelated fault was identified as ¿no secondary alarm¿. This issue was caused by a faulty component on the bd power controller pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient this 980 ventilator shut down on a patient. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Event description:
Updated: it was reported that while in use on a patient this 980 ventilator shut down on a patient. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Although it was reported that the ventilator "shut down", upon a review of the ventilator logs, it has been determined that there was no malfunction leading to a loss of ventilation.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.